Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, wear, deterioration, deformation, degradation or some kind of physical stress without any design or manufacturing issue is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped adhesive joint at the bending section was found. There was no patient involvement. ¿